Manufacturer narrative:
The disposable advance - capsule endoscope delivery device is a 2.5 mm single sheathed device indicated for transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation..

Event description:
A complaint was submitted by us endoscopy product specialist, on behalf of a physician, concerning the advance capsule delivery device. The physician expressed concern for the potential for harm, due to the finish on the edge of the video capsule holder. The physician reported the video capsule images showed possible trauma to the mucosa int he duodenum of a pediatric patient (age unknown), however, the customer was not certain the trauma was due to the device. The product lot number was not known, consequently there is no review of the manufacturing record. The product was not returned, consequently there is no evaluation of the device. The device configuration includes a capsule holder with atraumatic features, which is used to partially encapsulate the video capsule. The capsule holder is closely fitted to the shape of the video capsule, and is flexible to allow the insertion and then delivery of the video capsule. The capsule holder has rounded side slots and is rounded along the perimeter. A review of complaint history (2010 - 2014) finds no reports of tissue damage due to the edges of the capsule holder. Approximately (B)(4) devices were distributed during that period.